Event description:
Got dizzy and felt like I was going to fall while wearing a surgical mask. Someone took it off my face and had me breathe deeply and I started to feel better. This happened again later in january and I have only worn the mask sparingly since I didn't want to fall and break a hip. FDA safety report ID# (B)(4).